Event description:
Description of event according to study (B)(6): zenith alpha thoracic post market retrospective study): synopsis: a type ia endoleak was reported 203 days post-procedure. On (B)(6) 2021, the 73-year-old male patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-46-179 starting at zone 3. Procedure angiography revealed patent study device, no endoleaks, and no device issues. On (B)(6) 2021, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2022, follow-up imaging revealed patent study device, no device issues, and type ia endoleak (ae #1). The site noted this was not related to the study device or procedure, related to the treated aortic disease and pre-existing vasculitis. On (B)(6) 2022, a secondary intervention was performed¿an additional proximal graft was placed with stent placed as chimney in the lcca and a left carotid-subclavian bypass. On (B)(6) 2022, follow-up imaging revealed patent study device, no thrombus, no device issues, and no endoleaks. On (B)(6) 2024, follow-up imaging revealed patent study device, no thrombus, device separation between bevar and xta (non-study devices), and a type iiia endoleak (ae #2) between a pre-existing non-study zta-p (rpn & lot queried) and branched component. The type iiia endoleak was noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2024, a secondary intervention was performed¿ctag graft placement. Patient outcome: the type ia endoleak was noted as resolved, with successful secondary intervention. The device separation and type iiia endoleak issues did not include the study device but were also resolved with another successful secondary intervention.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress: this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). During the investigation it was confirmed that the complaint device was no longer zta-p-46-179 but updated to a custom-made device. The event is therefore no longer considered reportable to FDA. H10) FDA ref # 3002808486-2025-00206. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.